Manufacturer narrative:
(B)(4). The customer advised physio-control that after replacement of one of the batteries, normal device operation was observed.  The device has since been returned to service for use.  No additional information has been provided to physio-control.  The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, while monitoring the patient, their device lost power. The customer also noted that prior to the loss of power, the nibp (non-invasive blood pressure) function failed. The patient did not suffer any adverse outcome during the reported event.